Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) gas gain error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) gas gain error. Getinge field service engineer (fse) confirmed the gas gain error did not duplicate, alarm logs has "gas gain in iab circuit". Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use. There was no patient involvement.